Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had open sores that were draining fluid on his back under the therapy electrodes. The patient's physician advised the patient to end use of the lifevest due to the sores. Follow-up indicated that the sores had improved and were scabbing.